Event description:
Customer called to report that there was a blue fluid leaking from the right side of the coulter lh750 hematology analyzer, but was unable to determine the source of the leak. Customer stated that patient samples and results were not affected. No death or injury is attributed to this event and there was no change to patient treatment. The operator was wearing personal protective equipment (ppe), including a laboratory coat and gloves, at the time of the incident. There was no exposure to open wounds or mucous membranes and the operator did not seek medical attention. The field service engineer (fse) found that the retic chamber was overflowing with fluid, which backed up and caused the leak from the vent line (vl156). The fse discovered a crimp in vent line vl53d; the fse redirected the line, which allowed the chamber to drain. The fse then adjusted the retic and diff scatter on the control, ran controls and verified the repairs per established procedures. The results met published performance specifications.

Manufacturer narrative:
The root cause of the leak is attributed to a crimp in vent line vl53d, which caused the retic chamber to overflow and fluid to backup and leak from vent line vl156. The issue was resolved after the fse performed the services. (B)(4).